Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, the patient presented with a recent st elevated myocardial infarction (stemi). A 3.0x28mm absorb bioresorbable vascular scaffold (bvs) was implanted in the distal circumflex (cx) coronary artery lesion and a 3.0x28mm bvs was implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, following an elbow replacement and while hospitalized, the patient experienced some chest pain and raised troponin was noted. A non-st elevated myocardial infarction (nstemi) was diagnosed. Medications, fondaparinux and ticagrelor, were started and the event required prolonged hospitalization. Once the patient was settled and the event resolved, the patient was discharged home and was awaiting cardiology review. The cardiology review was conducted on (B)(6) 2017 and an angiogram is scheduled for (B)(6) 2017. It is unknown if the bvs remained patent and per physician, the event was possibly related to the device. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.